Manufacturer narrative:
Following the implant of the valve, the cerebral ischemia occurred at an unknown time. It was unknown when the cerebral ischemia was diagnosed and it was unknown what caused the cerebral ischemia. It was reported that no interventions were provided for the cerebral ischemia. Per the physician the valve, delivery catheter system (dcs) nor the implant procedure caused or contributed to the cerebral ischemia. The patient did not have a prior history of stroke.(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown time following the implant of this transcatheter bioprosthetic valve, cerebral ischemia was reported. No additional adverse patient effects were reported.